Event description:
Reportable based on the investigation completed on (B)(4) 2015. It was reported that a resistance through a guide catheter was encountered. The target lesion was located in a severely calcified mid left anterior descending (lad) artery. 1.50mm rotalink¿ plus was used for treatment. During the procedure, the device was advanced to the target lesion along an unspecified size rotawire; however, resistance as encountered through an unspecified guide catheter. The burr was then unable to be advanced further. The physician opted to remove the device from the patient's body and inspected the rotawire for any kinks. No issues were noted with the guide wire. The physician decided to redeliver the burr to the target lesion but same issues occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed threads or fibers on the distal coil.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned connected to the catheter. A visual examination noted of kinks throughout the entire catheter drive shaft and these were 5cm, 20-27cm, 40-47cm, 66-73cm,89-95cm from the strain relief. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection and no damage was noted. Resistance was met in the attempt to advance the advancer knob due to the kinks in the catheter drive shaft. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The burr and coil was microscopically examined and no issues were noted with the annulus of the burr. However, threads or fibers were noted on the distal coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).